Event description:
It was reported during a stenting treatment procedure, stent damage occurred. The chronic, totally occluded target lesion was located in a severely calcified mid right coronary artery. An unspecified promus premier stent was successfully deployed at the target lesion. While advancing a non bsc balloon catheter through the promus premier stent with the intent to post dilate, the balloon became caught on the promus premier and stent damage occurred. A 3.0x20mm promus premier stent was deployed to cover up the resulting gap; this was the fourth stent which was deployed. No additional patient complications were reported and the patient's status fine.

Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).